Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during dilatation the rx voyager balloon was inflated to 14 atms in the distal left anterior descending artery. After the voyager was inflated a second time in the same vessel at 12 atms, the balloon ruptured. The device was completely and easily removed and no balloon debris was left in the pt. Another voyager dilatation catheter of the same size was used to complete the procedure. There was no adverse pt effects reported. Though requested, there was no add'l info provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned catheter noted blood visible in the guide wire lumen and the loosely folded balloon, as well as contrast in the inflation lumen and the balloon. This is consistent with the reported use of the device and a leak or balloon rupture. An attempt was made to inflate the catheter to rbp when fluid was observed leaking out of a longitudinal rupture located 1 mm distal from the distal balloon marker band that extended proximally for a length of 6 mm, confirming the reported rupture. Additionally, there was a radial scratch on the outer surface of the balloon adjacent to the rupture site. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interaction with other devices, pt anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Since the catheter was initially pressurized once without incident and there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Furthermore, evidence of damage on the outer surface of the balloon suggests that the balloon failure may have been attributed to mechanical damage to the balloon. In this case, an interaction with other devices and/or the pt anatomy likely damaged (scratched) and weakened the balloon material, such that the balloon ruptured upon a second inflation attempt, though this cannot be confirmed. No pt anatomical info was provided, which may have aided the eval. A review of the finished product lot history record did not reveal any non-conforming material records associated with this report. In this instance, based on the info received with this complaint and the analysis of the returned product, the balloon rupture and mechanical damage noted appear to be related to circumstances of the procedure. However, since it cannot be determined what contributed to the damage leading to the longitudinal rupture, a definite cause cannot be determined. No corrective action will be implemented in this case, as no definitive cause could be determined and there does not appear to be any indication of a product quality deficiency.